Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, the arms and legs of the filter did not expand. The filter was successfully retrieved with a snare device and another filter was implanted without incident. There was no reported pt injury.